Event description:
It was reported that during the implant procedure, the patient went into hemorrhagic shock, experiencing loss of blood and decreased blood pressure. The patient received treatment of dopamine and noradrenaline infusion, and a transfusion of red cells concentrate. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).